Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare provider (hcp) regarding a patient receiving hydromorphone at an unknown concentration at 0.2 mg/day via an implantable infusion pump. The indication for use was malignant pain. It was reported that the patient moved 10 days post pump implant and that he did not have a managing hcp/never followed up for his pump. The caller stated that the patient needed the pump adjusted due to increased pain and that he was receiving oral concentrated hydromorphone. A physician listing was sent to the caller. No further complications have been reported as a result of this event. Additional information was received healthcare provider (hcp) and a device manufacturer representative indicated that the patient was receiving dilaudid (2 mg/ml) at simple continuous rate and 1.2 mg/day via an implantable infusion pump. The pump was implanted due to the patient having pancreatic cancer. It was reported that after the pump implant the patient vomited, aspirate, got pneumonia and had to stay overnight at the hospital to be treated. It was reported that the patient's family moved the patient out of state to help with care and the patient started hospice service on (B)(6) 2018. It was noted that the patient was very sick after the implant and was in no position to follow up with the hcp or clinic and is why the patient missed some of their follow up appointments. It was noted that the implanting hcp did not follow up with the patient. The pump was never titrated before they moved out of state and the staples were removed by a hospice nurse. The caller stated that the patient was on a very low dose and it was not helping the patient. The caller stated that when she normally saw the patient they were in the fetal position of the floor because of the pain. It was noted that the patient had a personal therapy manager that was programmed initially at 0.05 mg/hr and 7 doses/24 hours and later increased to 0.1 mg/hr as needed. It was reported that the dilaudid concentration was also increased from simple continuous dose to 1.2 mg/day. The caller stated that the hospice hcp elected to turn the pump off, the pump off code was requested and the pump was stopped on (B)(6) 2018. The caller stated that the patient was taking oral hydromorphone and was getting a fair amount of pain relief. However, the cause of the issues were not determined. No further complications have been reported as a result of this event.

Manufacturer narrative:
H6: review of this MDR and/or additional information received indicated that the patient code (B)(4) was missing from the previous report. If information is provided in the future, a supplemental report will be issued.